Manufacturer narrative:
MDR 3003442380-2024-00887 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024 and (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 356 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.